Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the user decreased IV heparin dose from 22units/kg/hour (13 ml/hour) to 13units/kg/hour (7.7ml/hour)with no corresponding order. There was no report of patient harm.